Event description:
Additional information received reported, the patient had no concerns regarding their therapy or device. It was stated the patient received assistance from their healthcare provider (hcp) and their concerns were resolved. It was also stated, the patient still had concerns about their therapy or device, but was working with their hcp to resolve those concerns. No further information was reported.

Event description:
It was reported that two of three leads were not working and the patient was in "a lot of pain." The patient reportedly had 3 major surgeries "this year." It was stated that the doctor wanted to replace the leads but the patient was "too weak due to cancer and her chemotherapy and her blood platelets were too low for surgery." It was noted that the patient lost her programmer. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 3887-33 lot# j0343933v, product type lead product ID, 3887-33 lot# j 0343933v, product type lead product ID, 377845 lot# v003668, implanted: 2007 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37 742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).